Manufacturer narrative:
D10 concomitant products: sigc60mt, tri 2.0 sigc60mt 60 med thk cartridge (lot # n3b0342y); sigadaptxl, sig power sigadaptxl linear xl adapter (serial # (B)(6); sigphandle, sig power sigphandle handle (serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the mini gastric bypass, the two reloads were not able to fire fully, half of pins comes out and half of pins were remaining inside. The procedure was extended by 2 hours as a result. Another company product was used to complete the case.